Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with the poor view in tricuspid valve. The reported off-label use (patient selection) was associated with the use of mitraclip device for tricuspid valve repair. A cause of the reported incomplete coaptation (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment. It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with grade 5. A mitraclip xtw was positioned at the tricuspid valve, with a good grasp, and the clip was implanted. However, a single leaflet device attachment (slda) occurred. The clip had detached from the septal leaflet and remained attached to the anterior leaflet. To reduce the tr and to stabilize the slda clip, two additional mitraclip devices were implanted. Difficulties visualizing the clip during the procedure occurred. The procedure was completed with three clips implanted. The tr was reduced to grade 1-2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Device code 1494 - patient selection (use in tricuspid valve).